Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, a piece of the jaw insulation broke off and fell into the patient's leg. A replacement device was used to complete the procedure and retrieve the piece inside the leg. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Charred tissue was evident on the jaws. It was observed that the silicone insulation on the cold jaw was peeled and detached almost entirely, which left the metal part exposed. A small piece of the silicone insulation remained attached to the cold jaw. The detached silicone insulation was not returned to the factory. The insulation on the hot jaw appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure peeled jaw was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, a piece of the jaw insulation broke off and fell into the patient's leg. A replacement device was used to complete the procedure and retrieve the piece inside the leg. The hospital did not report any patient effects.